Event description:
Biopince ultra full core biopsy instrument failed to collect tissue. Manufacturer response for biopince biopsy device, biopince (per site reporter) they have not been able to pinpoint why the devices are failing.